Event description:
It was reported that during an implant procedure, the attempted implant of this right ventricular (rv) lead was unsuccessful due to this lead exhibited high out of range impedances and high pacing thresholds. The physician stated that during rv lead placement, the lead impedances was observed to rapidly increase to measurements that were greater than or equal to 2000 ohms. The physician decided to remove the rv lead and replaced it with a new lead. No additional adverse patient effects were reported. The rv lead is expected to return to facility for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, the attempted implant of this right ventricular (rv) lead was unsuccessful due to this lead exhibited high out of range impedances and high pacing thresholds. The physician stated that during rv lead placement, the lead impedances was observed to rapidly increase to measurements that were greater than or equal to 2000 ohms. The physician decided to remove the rv lead and replaced it with a new lead. No additional adverse patient effects were reported. The rv lead is expected to return to facility for analysis.